Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The most likely cause of the peripheral vessel vascular damage was patient condition related. Instructions for use as follows: impella 5.5 with smartassist for use during section: warnings and cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings and cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ d6a and d6b added. H6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-09571 f6/f8-should have been left blank. G1 reporting contact fax number missing.

Event description:
The user facility reported a 43-year-old female patient implanted with an impella cp for mechanical circulatory support. Heparin was withheld after bleeding was noted into the chest and patient was given blood products.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for a visual inspection. Data log analysis confirmed a placement signal not reliable alarm occurred on 10/14. This was followed by an immediate drop in signal-to-noise ratio (snr), gain, and light, while the contrast began to barcode and lamp maxed out. Additionally, motor current increased. The 5s parameters returned to normal after indicating that the fiber was most likely torqued. No other abnormalities were found. The most likely cause of the optical signal issue was a damaged fiber line. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. Corrections that were made from the initial manufacturer device report number 1220648-2024-09571. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.

Event description:
The complainant also reported that the impella had placement signal not reliable alarms. The alarm was disabled.